Event description:
It was reported that a pump in the facility's ccu care area alarmed for a system error 305.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 305 was caused by a failed input/output printed circuit board (I/o pcb). Review of the device history log shows multiple system error 305 alarms. Error code 305 occurs when the force sensor reading is below 50% of the no-tube calibrated reading continuously for 1 minute while the pump is running. At this time, the date of event is unknown.